Event description:
It was reported that the patient¿s pump was sticking out so much it was getting caught on things. The patient had pain at the pump site, which was located on the upper left buttock. The pump was protruding, but not sticking out of the skin. The hope was to either revise the position of the pump or explant the pump. The pump delivered saline.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).